Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The date of the event is an approximation. On or about (B)(6) 2026, the patient reported experiencing diaphoresis (sweating), severe nausea, shaking, and loss of consciousness. Due to the nature of the event, the patient had limited recollection of the circumstances and was transported to the hospital for evaluation. The patient was unable to recall whether any diagnostic testing was performed or whether any specific medical treatment was administered during the hospital visit. However, she remembered being provided crackers and a sandwich while at the hospital. The patient was discharged from the hospital after approximately five hours. At the time of the report, the patient was stable and feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.